Manufacturer narrative:
There was no patient involvement. The bubble sensor was manufactured in 1995. Livanova (B)(4) manufactures the s5 sensor module for bubble detector. The incident occurred in (B)(6). A livanova service representative was dispatched to the facility to investigate the device and he could confirm the reported event. He replaced the bubble sensor with a new one and tested the system. The issue was solved. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report that during procedure a yellow warning triangles appeared in different areas of the system panel. The sensor alarmed and switched off. There was no report of patient injury.